Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally, but failed. A receiver download retrieval and attach test and global receiver functional test was unable to be performed due to perpetual rebooting. The receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was downloaded and reviewed, and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.